Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b30 error¿malfunction would likely be related to the failed communication with the scope due to faulty output connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred before an endoscopic procedure, it was completed with 10 min delay using a similar device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source was getting b30 scope communication errors when a scope was connected, even after cleaning the contacts. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.